Event description:
It was reported that during implant of this right ventricular (rv) lead for left bundle branch (lbb) pacing, the lead was placed in the septum and the helix was extended into the tissue. The physician then wanted to reposition the lead, however, the helix was unable to be retracted. Slight backwards tension was applied on the lead to twist the lead to remove it, however, the helix broke off of the lead and was left in the patient within the septum. The remaining portion of the lead was removed. Another rv lead was successfully implanted without complication. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during implant of this right ventricular (rv) lead for left bundle branch (lbb) pacing, the lead was placed in the septum and the helix was extended into the tissue. The physician then wanted to reposition the lead, however, the helix was unable to be retracted. Slight backwards tension was applied on the lead to twist the lead to remove it, however, the helix broke off of the lead and was left in the patient within the septum. The remaining portion of the lead was removed. Another rv lead was successfully implanted without complication. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.